Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that when opening the delivery for the implant ((B)(4)), the label on the interior packaging indicated a 4.1 mm implant, but it contained a 3.7mm implant. There was no patient interaction.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A tsv implant (tsvb8) still assembled was returned for investigation. The assembly was disassembled and then visually examined. All of the parts were in pristine condition. The implant's dimensions were measured with digital calipers and did not match the specifications for a 3.7mm implant in the DHR with the lot # provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: additional document review: IFU 8869 rev 0-05-15 tsv implants information identified: applicable information can be found in the description and identifications/color coding sections. Customer reported that they ordered a 3,7 mm implant and the outer packaging stated 3,7 mm. However, the inner packaging said that it was a 4,1 mm implant. Based on the investigation of the available information and returned device the complaint could not be verified. Drawing (#ed-20526 rev. B) for a 4.1mm tsv implant was compared to the returned product's measured dimensions. This comparison verifies that the returned product fits the dimensions of a 4.1 mm tsv4b8 implant. However, no packaging, labeling, or evidence of mislabeling was provided. So, while the returned product can be verified as a 4.1mm implant, there is insufficient evidence to verify the claim of mislabeled product. Additionally, the customer purchase history was reviewed, and showed that a number of tsv4b8 implants as well as the reported implant (tsvb8) have been purchased by the customer in close succession. This suggests the possibility that the customer unintentionally mixed implants and mistook that as a mis-packaged product a root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G2: office contact - manufacturing site. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.